Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notifications occurred with multiple cartridges after the user filled the cartridge with 350 units of insulin during the load sequence. Reportedly, the customer over filled the cartridge with insulin. A new cartridge was loaded to resolve the issue.